Manufacturer narrative:
The root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available.

Event description:
It was reported that when they used the saw for the first case after receiving it, the handpiece was completely broken. No delay or adverse events were reported.